Event description:
It was reported that the patient presented for a routine clinic visit. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
.